Event description:
The company was informed that the pt experienced discomfort in ear due to impacted cerumen in the implanted ear. During an attempt to clean the pt's ear, the pt's electrode array was pulled out from its place because, the cerumen was glued to the edge of the array. The pt's device was explanted and reimplanted 3 days later. The pt showed no signs of infection.